Event description:
The cardioplegia needle cracked when it was connected to a stopcock. It was then modified with a vein introducer cannula as the needle was in place in the aorta. A cracked portion of the cardioplegia needle was saved for inspection. Recent occurrences of the same event were investigated by the edwards lifesciences company when all lots were removed in the latter part of 2010.